Manufacturer narrative:
(B)(4). The reported problem was confirmed by baxter quality engineering as a low battery alarm caused by a defective main battery. The main battery was replaced to correct the reported condition. Should relevant additional information become available, a follow-up MDR will be submitted.

Event description:
The facility representative reported a flo-gard infusion pump with an unspecified malfunction. It is unknown when this event occurred. Upon further investigation, the baxter quality engineer has confirmed the reported condition as a low battery alarm. There was no patient involvement, injury, medical intervention or adverse event reported at this time. No additional information is available.

Manufacturer narrative:
(B)(4).